Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that lead dislodgement and loss of capture were observed. The lead was explanted and replaced when repositioning was unsuccessful due to the helix being unable to extend. The patient experienced no adverse effects.